Event description:
It was reported that the 8300 had error 571.6241. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the 8300 had error 571.6241 was not identified by bd tech support during the customer call. It was recommended that the unit be returned to the depot for repair.